Manufacturer narrative:
The product is not expected to be returned to animas at the time of this report. If the product is returned, an evaluation will be performed and a supplemental report will be filed.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had experienced hyperglycemia while on the pump due to an issue with intermittent power. The reporter stated that the patient had experienced a blood glucose level of 360 mg/dl and had large ketones. The patient reportedly had discontinued pump therapy at the time of the call. It is unknown when the issue began, or when the patient had allegedly experienced the hyperglycemic event. The reporter reviewed the pump with a customer technical support representative where it was revealed that the battery cap was damaged. The reporter states that the threads of the battery cap were stripped and that there was some damage to the contact on the cap. The reporter also revealed that the battery cap hadn¿t been replaced on the pump for seven to twelve months. This complaint is being reported because the patient experienced a hyperglycemic event while on pump therapy relating to the battery cap being damaged after prolonged use, causing an intermittent power issue.